Event description:
It was reported that the patient had the artificial urinary sphincter was removed due to recurring incontinence from a hole in the cuff. A new artificial urinary sphincter consisting of 4.0 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter was removed due to recurring incontinence from a hole in the cuff. A new artificial urinary sphincter consisting of 4.0 cm cuff ,pump, and balloon were implanted.

Manufacturer narrative:
Updated information in d4 model number, lot number, catalog number, expiration date, unique identifier h6 impact codes the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff.

Event description:
It was reported that the patient had the artificial urinary sphincter was removed due to recurring incontinence from a hole in the cuff. A new artificial urinary sphincter consisting of 4.0 cm cuff ,pump, and balloon were implanted. There were no additional patient complications reported.